Event description:
It was reported that pump malfunction occurred with malfunction alarm code displayed, and no notable events were reported before the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction alarm appeared in future.